Manufacturer narrative:
B3: the event occurred on an unreported date in sep 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) and an infusion of unspecified anti-inflammatory drugs for the event. At the time of this report, pd therapy was discontinued. The cause of the event, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.